Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. At this time no instruments have been returned for analysis. Part not returned at this time.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that one of the leds was fractured. The site was able to continue using the instrument for the remainder of the procedure. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The frame was returned for analysis. Functional testing found that the led 4 was not firing. Otherwise the frame was functioning as designed. If information is provided in the future, a supplemental report will be issued.